Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported power switch failures. Patient involvement is unknown.

Manufacturer narrative:
An investigation was performed to evaluate power switch failures from (B)(6) 2014 to (B)(6) 2015. The units received for repair were the older version of the ivent 201 devices having the power on/off switch cable harness without the capacitor. These switches were more sensitive to the vibration caused by bumping the device on or near the switch. These switches are replaced during depot service if found defective. This information was provided in the gehc response to inquiry (B)(4) submitted 11/21/2017.